Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while reviewing alarms on system controller, it was noticed that the pt experienced a clock reset. The pt stated that he was home and felt "funny" but did not have any alarms. Log file review revealed that the system controller timer reset due to a dual power lead disconnect. The remainder of the log file appeared normal.

Manufacturer narrative:
The lvad was not returned for evaluation and remained in use; however, the reported event of a clock reset was confirmed based on the information contained in the submitted system controller log file. The log file contained approximately 4 days and 13 hours of events. The data recorded from time stamp of date 125, 8 hours and 32 minutes to date 129, 3 hours and 27 minutes revealed normal system operation; however, the information recorded on date 129, 3 hours and 27 minutes revealed a complete loss of power. Based on the voltage levels the system controller was connected on a power module. The remaining data, 18 hours and 21 minutes recorded after the power was restored, revealed normal system operation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller currently remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.